Event description:
It was reported the during device change out for eri, externalized conductors on the rv lead were observed via fluoroscopy imaging. Defibrillation threshold (dft) testing was performed with the new device and was normal, therefore, the lead remained. The patient condition was without complications before, during, and after the event.